Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming the device.